Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jul2020.

Event description:
It was reported that the ventilator had a power supply fault. There was no patient involvement.

Manufacturer narrative:
G4: 24aug2020 b4: (B)(6) 2020 the service engineer (se) inspected the device and found the power supply was faulty. Multiple attempts were made to obtain information on the repair and service of this device have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.